Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On 04/08/2024, it was reported that the patient experienced gastrointestinal discomfort, vomiting and nausea associated with a flu-like state (they thought). The parents took the patient to the hospital and there they took a bg reading which was over 500 mg/dl and high ketones while the cgm reading was low. The patient was dehydrated so they treated the patient with fluids. The patient was admitted to the ICU and treated there with IV insulin. The patient was discharged on (B)(6) 2024. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.